Manufacturer narrative:
(B)(4): patient reports that mesh is protruding from the vaginal wall possibly from a broken left anchor and will require an additional surgery to remove as well as passing fibers in her urine.(B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence in (B)(6) 2012 and a sling was implanted. The patient reports that at first everything was great, but around the end of september she started having problems such as groin pain and pinching in the vagina causing inability to have sex, painful urination, and pain in the urethra as if something was passing through it. The patient also can feel the implant pulling when using the bathroom, has chronic nausea daily, stabbing pains/cramping in the lower abdominal area, blood in stool and continuing urinary incontinence. The patient requested additional product information.

Manufacturer narrative:
(B)(4). Dyspareunia. Pulling sensation with bowel movement. Pain occurred. Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.